Event description:
It was reported that there was a left hip revised due to impingement.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 58mm trident psl cup. Additional information has been requested and if received, will be provided in the supplemental report. Device eval: hospital policy.